Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that their blood glucose level increased to over 288 mg/dl (16 mmol/l) while wearing the pod for between 24 and 36 hours. It was reported by the patient that the cannula was not visible upon removing the pod, indicating a needle mechanism failure. As treatment, a new pod was placed and the patient administered a manual dose of insulin. The pod was discarded.